Manufacturer narrative:
Test strip lot # 1020215155, expiration date: 6/30/2017. Control solution lot # 1030415225 - csr 82-127 mg/dl, expiration date: 2/28/2018. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Device not returned to manufacturer.

Event description:
Consumer called in concerned about the discrepancy between her blood glucose results last night. Blood glucose results pulled directly from the meter (B)(6) 2015 - @11:09 pm blood glucose 116 mg/dl, @11:11 pm blood glucose 56 mg/dl, @11:12 pm blood glucose 83 mg/dl.